Manufacturer narrative:
A visual evaluation of the returned device revealed that the push catheter was slightly kinked close to the proximal end. The suture hole at the distal end of the push catheter was slightly torn. The guide catheter was stretched and broken close to the proximal end. The distal end of guide catheter had kinks/bends (suture impressions). The suture was not intact and was not returned for evaluation. There was no visual stent damage. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the stent was unable to be deployed as the suture was caught around the stent. The guide catheter was buckled. No information is available as to how the procedure was completed. There was no reported patient complications. The patient was reported to be in good condition after the procedure.